Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 800 mg/dl. The customer was admitted to the hospital about 2 weeks ago. Customer was taken to emergency room by her brother. Customer cause of hospitalization was high blood glucose and pneumonia. Customer was treated with shots. Customer stated that the nurse at the hospital took her pump off. Customer did not want to troubleshoot because she was feeling really tired and weak.